Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the steerable guide catheter (sgc) minus knob was not working as intended so it was replaced to proceed. A mitraclip was advanced and positioned. Upon deployment of the clip, the clip arms opened suddenly from about 5 degrees to 20 degrees. Mr became the same as the pre-procedure grade. It was decided to transfer the patient to surgery.

Manufacturer narrative:
All available information was investigated, and the reported positioning failure of unable to straighten was confirmed via returned device analysis and observed the (+) and (-) cables to be broken. In additions, it was observed that the sgc was not able to curve. The broken cables appear to be related to a potential product quality issue; therefore, this complaint was added to exception on 18-oct-2024 to evaluate whether a product quality issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported unable to straighten and observed unable to curve appear to be due to the broken cables. The broken cables appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.